Manufacturer narrative:
Device passed all manufacturing acceptance testing and quality inspection.

Event description:
Patients wife called late on (B)(6) 2017. Esteem has stopped working and the battery is suspected to be dead or something malfunctioned with it. Battery was changed in 2015. A couple of months ago it started cutting in and out and distorting, a few days ago it stopped working. Patient history: (B)(6) 2010 - initial implant, (B)(6) 2011 - activation and fitting, (B)(6) 2014 - patient fitting, (B)(6) 2015 - battery replacement, (B)(6) 2017 - case review in response to complaint, (B)(6) 2017 - revision surgery. During revision surgery, driver and sensor tested "good". Sound processor (battery) was replaced as a normal precautionary procedure. On 08/04/2017 - sp was received at envoy medical, (B)(6) 2017 - sp was tested and device initially failed functional testing. On (B)(6) 2017 - sp was tested independently for the ability to process audio input signals and device was found to be functioning as expected. Full functional testing (fft) was repeated and device now passes fft. Failure to pass fft on (B)(6) 2017 may have been due to test setup. Test failure could not be reproduced.